Manufacturer narrative:
A fresenius regional equipment specialist provided a service all on (B)(6) 2015 and adjusted the tubing on the diasafe assembly. Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident.

Manufacturer narrative:
A fresenius field service technician replaced the high flow regulator and arterial blood pump to address the reported issue. The arterial blood pump was returned to the manufacturing facility for evaluation. The machine self-tests passed with the arterial blood pump installed. The diasafe filter integrity test passed, the rinse,chemical/heat procedures were completed without any problems, the loading pressure was 25 psi, the deaeration pressure was 24 mmhg and the flow pressure was 35 psi. There was no presence of fluid leaks. All values were within specifications, the extracorporeal blood circuit was prepared successfully, the extracorporeal blood circuit was connected and the blood circuit was primed successfully. The recirculation of the saline for one hour was successful and no backfills were encountered. The dialysate flow was also successful. The float dropped four times in less than 15 seconds at a flow rate of 500 ml/min and four times in less than 10 seconds at a flow rate of 800 ml/min. The reported failure was not confirmed. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report (DHR) review confirmed the labeling, material, and process controls were within specification.